Event description:
Incident description: artifact in intracardiac echocardiogram (ice) image, unable to differentiate heart structure. From the procedural note: intracardiac echocardiogram: an intracardiac echo catheter, 8-french soundstar, was advanced and placed in mid right atrium. Serial echocardiographic images were obtained in the right atrium, left atrium, interatrial septum, fossa ovalis, mitral, tricuspid, and aortic valves. The patient did not have any evidence of intra-atrial thrombi; however, a guidewire could be advanced through the atrial septum into the left atrium and the atrial septal defect, which appeared to be patent. Carto sound images were obtained of the right atrium. There was no evidence of pericardial effusion before and after the ablation.